Event description:
The manufacturer received information alleging a patient's mother stated that the patient experienced ventilator service required alarm while using a trilogy evo device. The device was replaced with another one. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed in the device's error log. The manufacturer service technician evaluated and determined the system printed circuit assembly (pca) board had caused the issue to occur on the device. In conclusion, the device's system pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system pca board was replaced to address another error code, outlet pressure railed high, that was observed in the device's error log which was unrelated to the reported issue. The particulate filter, air foam filter, filter cover, blower assembly, blower bellows seal, blower mount, proportional valve, three-way solenoid valve, blower cap, dual limb cup, blower plate chassis, system pca tubing, blower chassis tubing, fio2 tubing, low flow o2 tubing, low flow connector, fio2 housing, outlet side panel, and muffler assembly were all replaced for contamination.